Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. Reportedly the pump emitted audible alarms repeatedly and the screen appeared with the words "wiping-ee" after pump was rebooted. Allegedly, the issue was duplicated with a new battery during troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged alarm issue was not duplicated. The pump powered up to the verify screen with auditory and vibratory features. There auditory feature did not alarm repeatedly and the reported message did not appear on the display screen. Unrelated to the complaint, the display was found to be dim and discolored. The button cover was undamaged while the contrast button responded intermittently. Removal of the keypad cover found contamination under the contrast button contact.